Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) system exhibited variable right ventricular (rv) intrinsic amplitudes and some rv lead undersensing. This rv lead is not a boston scientific product. Boston scientific technical services (ts) recommended performing induction testing to evaluate sensing. Ts noted automatic gain control (agc) is programmed to 0.3 millivolts so this may be a known issue. No induction testing was noted to have been performed at implant. This product remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).